Event description:
It was reported that "the operator surgically placed an iabp to assist cardiac function. The operator inserted the balloon and the alarm indicated that the balloon could not be inflated. Try to reconnect the pipeline, still cannot work properly, then withdraw the balloon, replace the new balloon, the device works normally". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon could not be inflated" could not be confirmed upon investigation of the returned sample. The customer returned a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in an original semi-finished kit packaging pouch; the serial number noted on the returned original semi-finished kit packaging pouch does not match the serial number of the returned sample (inp-1, inp-2, and inp-3). Upon return, the one-way valve was tethered to the short driveline tubing (inp-6). The bladder was fully unwrapped (inp-7). No bends or kinks were noted to the iabc central/outer lumen. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0074in-0.0079in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds fi ve separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the operator surgically placed an iabp to assist cardiac function. The operator inserted the balloon and the alarm indicated that the balloon could not be inflated. Try to reconnect the pipeline, still cannot work properly, then withdraw the balloon, replace the new balloon, the device works normally". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the operator surgically placed an iabp to assist cardiac function. The operator inserted the balloon and the alarm indicated that the balloon could not be inflated. Try to reconnect the pipeline, still cannot work properly, then withdraw the balloon, replace the new balloon, the device works normally". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine."